Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient's mother claimed that after experiencing a sensor failure message, she removed the sensor pod and the sensor wire remained inserted in the patient's arm. Patient's mother stated she was "confident she removed the complete sensor wire from the patient's arm." Patient's mother inserted sensor in arm which is not an approved site. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).